Event description:
On (B)(6) 2012, the pt underwent emergent endovascular repair of a thoracic aortic aneurysm rupture using a gore tag thoracic endoprosthesis. A tag device was implanted in the descending aorta. The distal end of the tag landed near the celiac artery. The rupture was contained and the procedure ended. When the pt awoke on the same day, he presented with paraplegia. A spinal drain was placed. On (B)(6) 2012, it was reported that the pt was recovering slowly but still needs rehabilitation. On (B)(6) 2012, it was reported that the physician felt the possible cause of the paraplegia was from not having enough time to case plan due to the rupture and the emergent procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs.